Event description:
The customer reported that the images produced were black. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The voltage on mainframe power supply was evaluated and readjusted. The system was tested and found to be working as intended and put back into service.